Event description:
It was reported that the removal of cone/conical and re-implantation of a cone/conical.

Manufacturer narrative:
Add'l info, including the reason for the revision, has been requested. A supplemental report will be submitted upon completion of the investigation.